Event description:
We have been informed that during surgery, there were issues with achieving the proper infusion rate on the eva nexus system, which was programmed at 30mmhg. The surgeon had to use alternate infusion in two cases. The patients involved experienced choroidal complications. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
Additional information received clarified that no harm occurred and the time extension of the surgery due to the incident was minimal. Based on this additional information and the related risk documents, this incident is assessed as not reportable. In regard to this complaint logfiles were provided for review. The logfiles were reviewed thoroughly, but no evidence was found to substantiate the occurrence or identify any irregularities related to the complaint. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
We were informed that the surgeon reported infusion pressure was not being regulated as expected. The infusion pressure remained constantly elevated, resulting in choroidal episodes in two different patients. The surgeon attempted to troubleshoot the issue during both cases but was unable to identify the cause. Despite this, the surgeon was able to complete the procedures without further complications, and follow-up clinic visits confirmed no permanent patient injury. The staff replaced the unit with the backup nexus system, and subsequent cases were completed successfully using machine #2. No report of patient/user harm. No report of prolonged/delayed surgery.